Event description:
It was initially reported that the patient problem with the recharging system. Patient states that both the recharger and the patient programmer will not recognize the device. It was noted that the last time, the device worked was in (B) (6). Additional information indicated that the patient had apparently allowed the battery to deplete. The patient's wife had no problem initiating the reset but after over five tries and at least 18 total hours, the generator would not charge. The physician decided the device was "too far gone" and the neurostimulator was replaced last week. The patient was then reported as doing fine.

Manufacturer narrative:
(B) (4).